Event description:
The customer called the philips response center (rc) to report that with the external power connected, the device external power indicator was not lit and the device was displaying power supply failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer called the philips response center (rc) to report that with the external power connected, the device external power indicator was not lit and the device was displaying power supply failure. The device also manifested the stated problem with external power removed. The device ready for use indicator (rfu) was displaying red x and the message device error svc required. There was no pt involvement. The philips customer repair center (crc) evaluated the device and confirmed the stated problem. The crc found multiple related entries in the device status log. The crc determined the cause of the issue to be the power pca. The crc replaced the power pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to the customer. This complaint does not indicate the presence of a systemic problem or emerging issue. The crc provides documentation of their eval, findings and svc actions with the returned device. No further communications was requested and no further communication is indicated.